Manufacturer narrative:
The pump was received with intermittent button response due to a flattened esc button dome switch. No unlocked lcd keypad connector was noted. The pump also had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were getting stuck. It was reported that the insulin pump will be replaced.